Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient reported that they were leaking body fluid/cerebral spinal fluid (csf) from around the staples at the pump site area, and there was a little hole in that same area. The health care provider (hcp) gave the patient antibiotics after the implant surgery/a week or so after the leaking began ((B)(6) 2015). After the staples were removed, more csf was leaking, and more antibiotics were given to the patient. No infection was mentioned. The patient also reported that the pump had eroded through the skin on (B)(6) 2015. It was noted that the device actually ruptured the skin. It was noted that the onset was sudden. When the patient got out of the shower and was drying himself off, he saw shiny metal from the pump in the mirror. The patient went to the emergency room (ER) "right away" on (B)(6) 2015. The patient panicked and "wanted it out of him." On (B)(6) 2015, the pump was removed. The patient was going through the insurance process to have another pump re-implanted. The patient's outcome was unknown. The indication for use was non-malign ant pain. The system was delivering bupivacaine and morphine. The dose, concentration, and lot numbers were unknown. If additional information becomes available, the event will be updated.